Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left fallopian tube; sectioning reveal an embedded metallic coil") and pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. B93876, b53035) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes, allergic rhinitis and hyperlipidemia. No hyperplasia or carcinoma seen. Concomitant products included ibuprofen, nsaid's and oxycodone. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma ("intramural leiomyoma of uterus"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total abdominal hysterectomy; bilateral salpingectomy, right ovarian cystectomy. ) and surgery (total abdominal hysterectomy; bilateral salpingectomy, right ovarian cystectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the uterine leiomyoma, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: right fallopian tube with metallic coil near the cornu. Both tubal ostia seen clearly. Number trailing coils 1. Tolerated procedure well, only mild cramps. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successful obliteration of both fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysmenorrhea, dyspareunia, leiomyoma of uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication, lot number and events vaginal hemorrhage, menorrhagia, depression and anxiety were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("left fallopian tube; sectioning reveal an embedded metallic coil") and pelvic pain ("severe pelvic pain") in a 36-year-old female patient who had essure (batch no. B93876,b53035,b530035) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes, allergic rhinitis and hyperlipidemia. No hyperplasia or carcinoma seen. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2014 for contraception as well as ibuprofen, nsaid's and oxycodone. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine leiomyoma ("intramural leiomyoma of uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and abdominal pain ("pain -abdominal area"). The patient was treated with surgery (total abdominal hysterectomy; bilateral salpingectomy, right ovarian cystectomy.) And surgery (total abdominal hysterectomy; bilateral salpingectomy, right ovarian cystectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, uterine leiomyoma, dysmenorrhoea, depression, anxiety and abdominal pain outcome was unknown and the pelvic pain, dyspareunia, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: right fallopian tube with metallic coil near the cornu. Both tubal ostia seen clearly. Number trailing coils 1. Tolerated procedure well, only mild cramps . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successful obliteration of both fallopian tubes concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysmenorrhea, dyspareunia, leiomyoma of uterus lot number: b53035 manufacture date: 2013-07 expiration date: 2016-07 . Lot number: b93876 manufacture date: 2013-11 expiration date: 2016-11 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-sep-2018: pfs received : lot number was added. Outcome of events " pelvic pain, dyspareunia, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) was added as recovering. Patient's demographics were added. Concomitant medication was added. New event abdominal pain was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of embedded device ("left fallopian tube; sectioning reveal an embedded metallic coil") and pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. B93876, b53035) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes, allergic rhinitis and hyperlipidemia. No hyperplasia or carcinoma seen. Concomitant products included ibuprofen, nsaid's and oxycodone. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma ("intramural leiomyoma of uterus"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total abdominal hysterectomy; bilateral salpingectomy, right ovarian cystectomy.) Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the uterine leiomyoma, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: right fallopian tube with metallic coil near the cornu. Both tubal ostia seen clearly. Number trailing coils 1. Tolerated procedure well, only mild cramps. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successful obliteration of both fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysmenorrhea, dyspareunia, leiomyoma of uterus lot number: b53035, manufacture date: (B)(6) 2013, expiration date: (B)(6) 2016. Lot number: b93876, manufacture date: (B)(6) 2013, expiration date: (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left fallopian tube; sectioning reveal an embedded metallic coil') and pelvic pain ('severe pelvic pain') in a 36-year-old female patient who had essure (batch no. B93876,b53035,b530035) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes, allergic rhinitis and hyperlipidemia. No hyperplasia or carcinoma seen. Concurrent conditions included breast mass. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014 for contraception as well as ibuprofen, nsaids and oxycodone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("pain -abdominal area"), bladder disorder ("bladder problem"), urinary tract disorder ("bladder, urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection ") and vaginal discharge ("vaginal discharge") and was found to have uterine leiomyoma ("intramural leiomyoma of uterus"). The patient was treated with surgery (total abdominal hysterectomy; bilateral salpingectomy, right ovarian cystectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, uterine leiomyoma, dysmenorrhoea, depression, anxiety, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown, the pelvic pain, dyspareunia, vaginal haemorrhage and heavy menstrual bleeding was resolving and the abdominal pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, embedded device, heavy menstrual bleeding, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: right fallopian tube with metallic coil near the cornu. Both tubal ostia seen clearly. Number trailing coils 1. Tolerated procedure well, only mild cramps. Patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: successful obliteration of both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left fallopian tube; sectioning reveal an embedded metallic coil') and pelvic pain ('severe pelvic pain') in a 36-year-old female patient who had essure (batch no. B530035-inv,b93876,b53035) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes, allergic rhinitis and hyperlipidemia. No hyperplasia or carcinoma seen. Concurrent conditions included breast mass. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014 for contraception as well as ibuprofen, nsaids and oxycodone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("pain -abdominal area"), bladder disorder ("bladder problem"), urinary tract disorder ("bladder, urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection ") and vaginal discharge ("vaginal discharge") and was found to have uterine leiomyoma ("intramural leiomyoma of uterus"). The patient was treated with surgery (total abdominal hysterectomy; bilateral salpingectomy, right ovarian cystectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, uterine leiomyoma, dysmenorrhoea, depression, anxiety, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown, the pelvic pain, dyspareunia, vaginal haemorrhage and heavy menstrual bleeding was resolving and the abdominal pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, embedded device, heavy menstrual bleeding, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: right fallopian tube with metallic coil near the cornu. Both tubal ostia seen clearly. Number trailing coils 1. Tolerated procedure well, only mild cramps. Patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: successful obliteration of both fallopian tubes. Lot number reported (b530035) is notvalid. Lot number:b53035 manufacture date: 2013-07 expiration date: 2016-13. Lot number:b93876 manufacture date: 2013-11 expiration date: 2016-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left fallopian tube; sectioning reveal an embedded metallic coil') and pelvic pain ('severe pelvic pain') in a 36-year-old female patient who had essure (batch no. B93876,b53035,b530035) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes, allergic rhinitis and hyperlipidemia. No hyperplasia or carcinoma seen. Concurrent conditions included breast mass. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014 for contraception as well as ibuprofen, nsaids and oxycodone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("pain -abdominal area"), bladder disorder ("bladder problem"), urinary tract disorder ("bladder problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection ") and vaginal discharge ("vaginal discharge") and was found to have uterine leiomyoma ("intramural leiomyoma of uterus"). The patient was treated with surgery (total abdominal hysterectomy; bilateral salpingectomy, right ovarian cystectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, uterine leiomyoma, dysmenorrhoea, depression, anxiety, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown, the pelvic pain, dyspareunia, vaginal haemorrhage and menorrhagia was resolving and the abdominal pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: right fallopian tube with metallic coil near the cornu. Both tubal ostia seen clearly. Number trailing coils 1. Tolerated procedure well, only mild cramps. . Patient received treatment for bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: successful obliteration of both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet revived, event bladder ,urinary problem, bladder infection, uti, vaginal infection , vaginal discharge,event outcome and rcc comment added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma ("intramural leiomyoma of uterus"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine leiomyoma, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, pelvic pain and uterine leiomyoma to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.